Manufacturer narrative:
Limited information was received from the initiator in this event. The device remains implanted in patient, therefore, was not returned for evaluation. No patient impact has been reported. Clinical review of the radiographic image was completed and confirms the plate is broken over the joint, at the precision guide holes. Device history records were not reviewed because the part and lot number were not reported.

Event description:
Mtp plate broke after 40 days of non-bearing. It was reported that the patient does not want a re-operation to remove the plate.